Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, the stopper of one tube had a molding defect. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® sst¿, the stopper of one tube had a molding defect. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. The photos were reviewed, and the indicated failure mode was observed. Additionally, 30 retained samples were visually inspected. 0 out of the 30 samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode defective stopper molding. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.